Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated glucose with reported values up to 500 mg/dl while using the ilet and later transitioned to multiple daily injections per healthcare team direction; troubleshooting included clearing a high glucose alarm, disconnecting the inset, priming until drops were observed, and reconnecting, and the described issue aligned with an incorrect procedure or method during use of the therapy with no specific component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact, and glucose subsequently returned to range. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified, consistent with user handling rather than a component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.